Manufacturer narrative:
A review of tickets determined that there is a normal complaint activity for architect prolactin lot 07137ui00 and there were no trends identified for the false elevated prolactin results. Return testing was not completed as returns were not available. Specificity testing was performed with a retained kit of lot 07137ui00 and all values were well within the package insert specifications. No false elevated results were obtained. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect prolactin lot number 07137ui00.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect prolactin results on one patient. The results were provided: on (B)(6) 2020 sid (B)(6) initial prolactin=51.9 ng / ml/repeated on other laboratory result=(B)(4). There was no reported impact to patient management.